Manufacturer narrative:
(B)(4)

Event description:
It was reported that a hematoma was observed at the site of device implant. A pocket revision was successfully performed on (B)(6) 2015. The patient received a change in their medication as well.